Event description:
It was reported the pt never experienced a therapeutic effect. The pt also was feeling shocking and jolting when she used the remote or programmer. The pt described her experience as "terrible and indicated that she could not do a thing." The pt indicated that she accidently put the control magnet too close to her device and it toggled her device off. The pt had someone move the magnet for her. She used her therapy controller to turn her device back on. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).